Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity). It was reported that the velocity had fractured at the midshaft to the proximal end. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the penumbra sales representative on (B)(6) 2026: 1. Section b. Box 5. Describe event or problem. Note: based on the new information, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) for a stroke using a velocity delivery microcatheter (velocity), a non-penumbra aspiration catheter, a non-penumbra guide catheter, and a guidewire. The physician advanced the aspiration catheter containing the velocity over the guidewire and into the target location. The physician then removed the velocity together with the guidewire. While removing the velocity off from the guidewire on the back table, the velocity had fractured at the midshaft to the proximal end. The procedure was completed with one pass using the aspiration catheter. There was no report of an adverse effect to the patient.